Event description:
It was reported the customer was hospitalized with high blood glucose. The customer reported having pneumonia prior to being hospitalized. The customer also reported their insulin pump had several alarms alerting them to check their reservoir. Customer found their reservoir was not properly attached to their insulin, thus insulin was not delivered to their body. Customer reported going into diabetic ketoacidosis from the lack of insulin. It was also reported the customer had bent cannulas and no delivery alarms on their insulin pump. The customer also stated they became unconscious and was rushed to the hospital with a blood glucose of 1100 mg/dl. The customer was not connected to their insulin pump at the time of their hospitalization. Customer was treated with an IV and manual injections of insulin. The customer also reported experiencing adhesive issues with their serter. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.